Event description:
Additional information was received from the patient stating that they had gone to the ER again due to their uncontrolled pain from the previously mentioned fall. The patient denied being admitted to the hospital. The patient stated that they met with a manufacturer's representative to reprogram the device, but the rep had not been able to program their device to get their pain under control. The patient stated that they were going to meet with the rep today for additional programming. The patient stated they thought there was "something wrong somewhere" and inquired about MRI and CT compatibility. The patient will continue to work with their rep and their healthcare provider (hcp). The patient later called back stating that the local reps were out of town and were not able to program her effectively. The patient had not reached out to her hcp about the issues because she didn't think the hcp could help her. The patient called back the next day reporting much of the same information but adding that she had been in pain since march and while at the ER was given unknown narcotics for her pain. She claims that as a result of this her pain management clinician will no longer see her. The patient was provided a list of physicians qualified to manage her neurostimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they went to the hospital on (B)(6) 2016 due to the uncontrolled pain that occurred after their fall previously reported. Patient reported manufacturer representative had not been able to reprogram their device to control their pain. Patient spoke to representative who will be meeting with them for additional programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a fall, therapy was not working as well, and the patient was in pain. There was a report that the patient couldn't increase stimulation as high. The patient was also implanted for burning in the feet and that was also included in the pain the patient had. It was reported that the patient met with the manufacturer representative (rep) for programmer. There was a report that it was now worse than better. The patient mentioned that the implantable neurostimulator (ins) only works for a little while then stops. It was reviewed that the patient had a CT scan last friday and their physician said everything was fine. The ins was checked by the rep and was also told that everything was fine. Relevant medical history includes non-malignant pain.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient left leg was in pain since she fell in (B)(6) 2016. It was noted that the patient implantable neurostimulator (ins) was implanted for leg pain. The patient had barely turned the ins on because she could not handle or tolerate the stimulation since (B)(6). The patient also noted that a lot of the pain in the leg was from a blood clot in a muscle. The patient had hematoma inside the calf muscle in her leg when she fell. The patient noted that this pain went away and she was experiencing the "other pain" in the left leg. It was reviewed with the patient that she needed to address the pain with her healthcare provider (hcp). The consumer later reported that a manufacturer's representative (rep) did some programming and after that, the patient felt tingling in her feet and they hurt bad and then explained that her heels were burning and her legs hurt. It was noted the patient's heels started burning in (B)(6) 2016 and her legs started hurting in (B)(6) 2016 because of the fall. The patient mentioned that she also had burning in her feet prior to being implanted and the initial programming of the device resolved it. The patient noted that she then did really well until her fall. It was noted that the patient met with a rep on (B)(6) 2016 and the rep stated there was nothing wrong with the device. The patient noted that they did a back x-ray, but the rep only used his device to check on the patient's device and noted that the patient's device was working and there was nothing wrong with it. Additional information received from the rep reported he was not aware that the patient had a fall leading to their stimulation issues. The rep noted that the lead looked fine on the x-ray. The rep also noted that troubleshooting performed on (B)(6) 2016 included reprogramming. It was noted that the patient was reprogrammed and was fine. The patient later noted that the rep made "some adjustment" on (B)(6) 2016 and it helped a little but a few minutes later, before the patient even got home, it stopped helping again and the patient started having more trouble. The patient's feet were tingling and hurting and she was having to constantly make adjustments every 5-10 minutes to try and get the pain in her feet under control. It was noted the patient had tried contacting the rep again, but the rep told her there was nothing he could do. Patient services reviewed with the patient that she needed to address the pain with a healthcare provider (hcp). The patient noted they were trying to get her in to see an orthopedic hcp to see if there was something wrong with her leg.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies. Product analysis #(B)(4): analysis information (B)(4) product ID# 37702 the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.